Event description:
The patient presented to the operating room for an elective right inguinal hernia repair with mesh. The case was completed in normal fashion without known incident. The patient then returned to the hospital 4 days later with right groin pain. The right groin area was determined to have a deep wound infection with staphylococcus aureus. The patient returned to the operating room to have the mesh removed. The surgeon found infectious material very deep into the wound and in the deepest aspect of the mesh plug. The surgeon feels that the mesh plug was contaminated, thus causing the infection.====================== health professional's impression======================the surgeon's impression is that the mesh was contaminated from the manufacturer or from the staff, but that the mesh probably caused the infection.